Event description:
It was reported during peritoneal dialysis (pd) therapy, the transfer set disconnected from the titanium adapter and fluid leakage was observed, resulting in ¿some fluid¿ on the patient¿s pants. The patient ¿promptly tightened¿ and called the pd nurse. It was further reported the transfer sets are falling off or loosening at the titanium adaptor and "we are tightening them as tight as we possibly can". The process step was not reported. Subsequently, the patient experienced cloudy effluent and two days later the patient was started on unspecified antibiotics for the event. According to the reporter "peritonitis thankfully diverted". The cause of the disconnection was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was unknown. Action with pd therapy was not reported.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.